Manufacturer narrative:
Date sent to the FDA: 2/2/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted ¿the mesh had torn loose. The omentum was adherent to the mesh. In the subcutaneous tissue, the hernia sac was encountered. This was opened. The incarcerated omentum was present with old mesh noted. This was excised and sent to pathology for evaluation.¿ it was reported that the patient experienced severe pain and mesh adhesions to the omentum. No additional information was provided.